Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, the shock impedance measurement on the right ventricular (rv) lead increased to greater than 200 ohms. Lead testing was performed and a 41j shock was delivered. The defibrillation threshold (dft) test was effective and the shock impedance measurement was 70 ohms. Following the test, the impedance measurements increased to greater than 200 ohms. The physician decided to leave the lead implanted. No adverse patient effects were reported.